Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed a "defib fault 76" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
The device was returned to zoll medical corporation. During the investigation it was noted that the reported incident fault 76 is shown when testing for ECG during shift check was verified to a defective transformer pin on the pace/defib (pd) engine. The pd engine was replaced and scrapped. The device recertified and returned to the customer. No emerging trend based on similar reports.